Event description:
Pt states that she was sitting on a walker when it tipped and front caster came off. Pt was sore but otherwise uninjured, no medical attention was sought or necessary. When unit was returned and evaluated, the caster was properly inserted, tightened and functioned properly. No malfunction was found.